Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"There is a depression of the cup. And the cup does not hold. They have to reset the pressure." (B)(4).

Event description:
There is a depression of the cup. And the cup does not hold. They have to reset the pressure. 1216677-2018-00049-1 mystic ii mushroom cup 10057 (B)(4).

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned analysis and findings the affected returned vad device for 2018-08-0000078, same device, customer, and condition, but different event, was verified to have been free of any obvious damage and functioned as intended. The affected device was not returned for investigative analysis as no RMA was issued, in addition, a DHR review was not performed as lot number was reported as "unknown". *correction and/or corrective action corrective action is not applicable based on the investigative analysis of (B)(4), and that the affected device was not returned. Per bsr-qar-026 this complaint will be monitored for trending in that no injury was reported to end user, or patient. *was the complaint confirmed? No.